Event description:
During an atrial fibrillation pfa procedure, the catheter was noted to be fractured at the tip when removed from the patient after ice images were fuzzy. The whole tip was able to be removed. The catheter was exchanged, but the tip on the second catheter was also noted to be fractured when first removed from sterile packaging. The second catheter did not come into contact with the patient. The catheter was exchanged for a third catheter, and the issue was resolved. There were no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. Based on the information provided, the cause of the bent and fractured catheter tip remains unknown.